Event description:
A malfunction alarm was reported during the pumping process, specifically alarm 29. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer continued using the current device as backup therapy. The customer was instructed on how to put the pump into storage mode and was asked to return the problematic pump using a pre-paid label within 10 days.